Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, broken battery tube threads, a missing reservoir tube o-ring and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir compartment does not secure the vial. The customer stated that she fell down and there are cracks near the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.